Event description:
It was reported that loss of capture and undersensing was observed on the right ventricular device during the implant procedure. The device was repositioned to a new location, however, it was unable to be released from the delivery catheter. The device was removed and implanted successfully with a new delivery catheter. The patient was in stable condition.